Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) results is unknown. A siemens' customer service engineer (cse) performed a total service check of the system in question. The cse did not report any significant mechanical failures during the system inspection. It is mentioned that the vacuum pressure was adjusted which could potentially contribute to poor aspiration of unbound material during the wash sequence of the assay but this is not conclusive as to the main cause of the discordant result. In addition to the vacuum adjustment, it is stated that o-rings for the dispense ports 1 and 2 were replaced on the unpressurized manifold. There were no other reported issues observed during inspection of the system. Qc and patient precision was performed to verify functionality of the system and deemed to be acceptable. The limitations section of the information for use (IFU) states: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed a non-reproducible, elevated advia centaur xp (B)(6) result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp (B)(6) result.